Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-27541. Related manufacturer reference number: 2017865-2021-27544. It was reported that the patient was presented to the emergency room due to an unspecified lead sticking out of the pocket. It was noted that there was a section of the lead entering the skin lateral to the incision. The atrial, right, and left ventricular leads were explanted and replaced. The patient was stable pre, intra, and post procedure.